Event description:
Customer uses product to hold insulin infusion set, places iv3000 on skin, inserts infusion set through dressing, then covered by a ported dressing and then another ported dressing. Dressing is not adhering when wet infusion set dislodged and blood sugar increased.